Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, valve #1 was not closing. This unit was taken out of service. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified that valve #1 was not closing and allowing water to flush over ice in rewarm mode. The fsr replaced the solenoid valve and tested the cooler heater unit. The unit operated to MFR specifications and was returned to clinical use. The suspect solenoid valve was returned to the MFR. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.